Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (unable to communicate with monitor) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the pulse wire in the cable connecting the distribution node (dn) to rear therapy pad (te) was cut, causing a short inside the dn. The cause of the test failure was the cut pulse wire. The root cause of the cut pulse wire was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt was unable to communicate with a monitor.